Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation by the left breast from the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's saw a pharmacist who advised the patient to use an antifungal cream. The patient used diaper rash cream on the irritation and confirmed that it improved.